Manufacturer narrative:
D9: date returned to mfg.: 10/8/2024 one device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem of pump not circulating. The root cause of the issue was determined as pump not circulating. Complaint was verified by putting water into water tank, attached disposable temp check, attached device to electrical safety analyzer, plugged line cord into outlet and turned device on. Faulty pump was replaced and then performed functional tests. Device passed all functional test after repairs. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not circulating. The event happened during set-up and nurse saw there was no water movement in line. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.